Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device, to left side'), uterine perforation ('perforation (uterus)') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, pelvic pain female, dysfunctional uterine bleeding, loop electrosurgical excision procedure, endometriosis and cystoscopy. On(B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2011, hyst. (Partial),salping. (Unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2009(as per mr) 9 coil(s) trailing outside the right tubal ostium. 3 coil(s) trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2011, hyst. (Partial), salping. (Unilateral)). At the time of the report, the device dislocation outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Lab data added. Updated suspect drug indication. Event injury nos deleted and new events migration, pelvic pain and abdominal pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device, to left side'), uterine perforation ('perforation (uterus)') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (B)(6) 2011, hyst. (Partial),salping. (Unilateral)). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs received- new events added: dysmenorrhea; perforation (uterus), perforation( fallopian tube), lower abdominal pain.outcome of pain from unknown to recovered/resolved was updated.reporters information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device, to left side'), uterine perforation ('perforation (uterus)') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, pelvic pain female, dysfunctional uterine bleeding, loop electrosurgical excision procedure, endometriosis and cystoscopy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2011, hyst. (Partial),salping. (Unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2009 (as per mr) 9 coil(s) trailing outside the right tubal ostium. 3 coil(s) trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: lot number, medical history, reporter information, rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.